Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the fenestrated bipolar forceps instrument was producing significant sparks while in use. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument was inspected prior to use and there was no damage or anything out of the ordinary. Thermal damage on the instrument was first observed intraoperatively. The surgeon believes the thermal damage to the instrument was caused by energy arcing from a monopolar hook instrument (permanent cautery hook instrument). The instrument did collide with an energy instrument during the procedure. Arcing of electrical energy was actually observed during the procedure. It was a small ball of flame (much more than a small spark) that flared up and quickly went out. The surgical task performed when the arcing event occurred was dissection of the gallbladder off the liver bed. The other instruments in use when the arcing event occurred were fenestrated bipolar forceps instrument (used for dissection) and cadiere forceps instrument (used for retraction). The arcing appeared to originate from the subject instrument. The surgeon believes the arcing event was caused by the collision of instruments when firing energy. Patient information was not available. The customer stated that the the wire/coil at the wrist of the fenestrated bipolar forceps instrument broke and sparked. It was also reported that the customer was able to retrieve the wire that broke.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A review of an image of the instrument provided by the customer was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The image showed that there was thermal damage on the bipolar yaw pulley. Please refer to medwatch report (MDR) with MFR report #2955842-2024-16911 for MDR submission of the event related to permanent cautery hook instrument.